Manufacturer narrative:
Device evaluation: customer report of patient prosthesis mismatch could not be confirmed through visual observations. Report of leaflet immobility was confirmed through observed calcification. X-ray demonstrated wireform intact, heavy calcification on leaflets 2 and 3, and moderate calcification on leaflet 1. Calcification restricted leaflet mobility and led to stenosis. Minimal to moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 1 on the inflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspects. Multiple suture pledgets remained attached to the sewing ring around leaflets 2 and 3 on the inflow aspect. Sewing ring was cut off around leaflet 3 and was not returned with valve. Cut off sewing ring exposed the wireform around leaflet 3 on the inflow aspect. Additional manufacturer narrative: updated device evaluated by MFR.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). The device was returned to edwards for evaluation. Evaluation is in progress. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. A definitive root cause cannot be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported via patient registry that a19mm aortic valve was explanted and replaced with a 25mm valve after an implant duration of 6 years, 8 months due to patient prosthesis mismatch. The initial valve was too small. There was slight decreased mobility of the non coronary leaflet, otherwise there was no significant valve deterioration. New valve functioned well with no perivalvular leak. The patient was transferred to the ICU in hemodynamically stable condition. The patient was discharged on pod #4.